Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The lights go on or the numbers keep going up when the customer presses the buttons. The blood glucose reading was 13.3 mmol/l. The insulin pump will be replaced.

Manufacturer narrative:
All of the buttons functioned properly. No damage was found on the keypad assembly noted. No button error alarm during our testing. No unlocked lcd keypad connector during our visual inspection. No unexpected back light or numbers ramping during our testing noted. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.